Event description:
An alarm issue was reported with the adc application in use with an sm-a520f(samsung)-2849335-8 android 8 operating system. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring 5mg of intravenous glucose by a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The user reported missing high and low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose alarm notifications in the application. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an sm-a520f(samsung)-2849335-8 android 8 operating system. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring 5mg of intravenous glucose by a healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.